Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The ring electrode was found covered in fibrotic growth. Calcifications are known to cause high pacing thresholds and can be assumed to be the root cause of the clinical observation. Furthermore, the conductor coil was found stretched 28.5 cm proximal to the lead tip. The damage probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.